Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. The client did not provide information on how much torque was used or technique specifications. Proper intended use of the implant is described in its instructions for use.

Event description:
During surgery, the apex of the implant was broken and no primary stability was achieved. Bone quality at time of failure was type I.